Event description:
The customer called and reported his blood glucose was high and went up to 511 mg/dl. Customer declined troubleshooting with the insulin pump, stating that the bottle of insulin he was using had been open for longer than a month. Customer changed out the set and the insulin. His blood glucose was at 505 mg/dl. Customer stated he would deliver a bolus to help bring this down.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.